Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of medical records information it appears that on (B)(6) 2012, this patient became unresponsive during her dialysis treatment. The patient was sent to the emergency room and admitted. Medical documentation does not show a causal relationship between the patient's unresponsive episode and the patient's dialysis equipment and products. Medical documentation suggest that this episode of unresponsiveness could be related to autonomic dysfunction and orthostasis during dialysis treatment. The patient's anti-hypertensive medications were adjusted. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2012, the patient went to dialysis. Approximately 5 minutes after treatment was initiated, the patient complained of "feeling funny." The patient became unresponsive, staring ahead, and grunting. The patient was sent to the ER and was admitted to the hospital for syncope. Cardiology and neurology workups were essentially unrevealing. The patient stated she "felt warm and nauseated and passed out". The patient's antihypertensive medications were spread out from once daily dosing to twice a day dosing. The patient was discharged on (B)(6) 2012.